Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the audio to their hexavue custom room rack was not working. A procedure delay was reported. No report of injury.